Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the insulation was compromised.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Alleged failure: scan failed. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes are normal wear, improper sterilization methods, and user misuse. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported the insulation was compromised.